Manufacturer narrative:
Based on the claim against the product noting the vessel sealer extend (vse) instrument sealing issue, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer instrument was analyzed and reported failure was confirmed. Failure analysis found the primary failure of homing failure. The instrument was found to have homing failure during initialization based on log review and during in-house testing. Logs showed 2 instances of 22026 error codes indicating "vessel sealer failed during homing." The instrument was placed on the system and failed self-test on multiple attempts. The instrument could not be tested for intuitive motion or sealing functionalities due to the failed initialization. Additional observations not reported by site: the instrument was found to have dislodged blade during in-house inspection, likely causing the initialization failures. No conductor wire or snake wrist damage was found. There was light bio debris found at the instrument tip. Upon visual inspection, the jaw ceramic dots were visible, and the knife slot measured at 0.027". The instrument was placed on the in-house system and continuously failed self-test, even with the blade manually retracted. The instrument housing was removed, and the retaining ring was found to be dislodged from its normal position, likely causing the grips to not fully close. Additional observation not reported by site: the instrument's main tube was found bent. The bending damage is located near the proximal end of the main tube. The complaint regarding sealing issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument would not close or seal correctly. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The vessel sealer extend (vse) instrument has been evaluated by the failure analysis engineering (fae) team. The initial failure analysis (fa) was confirmed. The instrument failed the self-test during advanced failure analysis (afa) testing. The retaining ring was found to be missing from its location, and the wash was able to slide freely.

Event description:
Refer to h10/h11 for follow-up information.